Event description:
It was reported the patient complained lead was "still inflamed" and with movement "it feels like a knife." The patient also stated physician was going to check if any scar tissue was attached to the lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.